Event description:
It was reported that, "tka - while impacting the size 4, 13mm insert the trial broke."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If device or additional info becomes available, it will be submitted in supplemental report.